Event description:
The customer stated his blood glucose readings were not being stored in the memory of the contour next link. There was no allegation of an adverse event. The customer was asked to return the meter for investigation. A replacement meter was sent to him.